Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress was confirmed. The system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded and submitted for review. A review of the log files showed overlapping events spanning approximately 26 days (spanning intermittently between (B)(6) 2018 ¿ (B)(6) 2022 per time stamp). Events prior to(B)(6) 2022 contain data which is consistent with this system controller being a backup system controller. Events occurring on (B)(6) 2022 took place during testing at abbott. The driveline was connected on (B)(6) 2022 at 10:28:33. The driveline was disconnected for a system controller exchange on (B)(6) 2022 at 12:14:58. There were no other notable events active in the log file. Pump operation was not affected. Upon initial observation, green fluid ingress was observed in the bulkhead connector. The system controller underwent preliminary and functional testing. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The system controller was connected to the returned modular cable and a mock loop and operated as intended. Additional provided information stated that there were no consequences for the patient and the patient was discharged home. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller passed all manufacturing and quality assurance specifications before being shipped to the custome. Heartmate iii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report numbers: 2916596-2022-15044 and 2916596-2022-15042. It was reported that during a service visit, the patient's system controller was found to have a damaged display. It appeared something had spilled from the inside and the light behind the pump running symbol no longer lit up. The system controller was exchanged and upon further inspection of the damaged controller, a green oily fluid was observed on the driveline cable socket. The exchange of the controller was done prior to this observation, which required another system controller exchange since the socket was wet at the time it was connected to the driveline. The modular cable was also exchanged.